Event description:
An endurant stent graft was implanted in a patient for the endovascular treatment of an aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that there was a proximal type 1 endoleak. Intervention was not reported. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (endoleak), (cause of event is unknown); conclusion: (cause of event is unknown).